Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient for current hyperglycemia. In troubleshooting it was found that the patient has not removed the cannula plastic guard. High blood glucose level was 391 mg/dl and was treated with correction bolus via pump. No further information was available